Manufacturer narrative:
Concomitant: 500dm31 heart valve, implanted (B)(6) 2017 4968-35 lead, implanted (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.